Manufacturer narrative:
A correlation between the device and the reported gi bleed could not be determined. The patient was treated and the bleeding issues were resolved. The patient remains ongoing on vad support with no further events reported to the manufacturer. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pt remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 3 months post-implant it was reported that the pt was readmitted into the hospital due to gi bleeding. The pt received 8 units of packed red blood cells and was restarted on warfarin. A colonoscopy indicated a rectal polyp which was not removed and a gastroscopy indicated a medium size hiatus hernia. In addition the pt received a pill cam test and the results were not reported.